Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Product review of the device by zimmer biomet (B)(4) on (B)(6) 2020 revealed the motor was erratic, the device was out of calibration, and the control bar was in the incorrect position. Repair of the device was not performed because the customer declined the repair. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
It was reported that the device is in need of a repair. The device was working just had a problem attaching the handpiece to the cord. Investigation showed the motor ran erratically. Event occurred before the procedure. No adverse event was reported as a result of this malfunction.